Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator showed a drop in battery voltage that is significantly more than anticipated. This occurred during a period where the device was not being assessed via merlin.net transmission in (B)(6) 2018 and device did not trigger battery performance alert. The patient was asymptomatic. Due to patient¿s request, the device was not replaced.